Event description:
In 2009, the patient's mother stated the patient's blood glucose has measured "hi" for the last few days with his normal range being 200-400 mg/dl. She said his most recent reading was 400 mg/dl. Symptoms are, he will think he is "low" but when he checks his readings are elevated. During troubleshooting, she confirmed the patient's time and basal rates are set correctly on his insulin infusion device and that no errors/alerts have been received. She said he does have scar tissue and has a minor irritation at his infusion site. The patient works outdoors and she said the insulin could have been exposed to high temperatures. She said the patient has had a decrease in physical activity and he eats "whatever he wants." She stated there is dust in the adapter and he has never changed the adapter on his device. She was advised it should be changed every 10th cartridge change. During the report, the patient changed his insulin cartridge and tubing and checked his blood glucose which was 508 mg/dl. He bolused 9 units of insulin via his infusion device without error. Product was replaced and requested to be returned for evaluation.